Manufacturer narrative:
A field service engineer (fse) was on-site in 2009. Fse performed hardware verification and system check which was all within specifications. Fse did not note any issue that could have contributed to the event. No additional information is available for this event. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding lower than expected bhcg results generated by the access® 2 immunoassay system. A patient sample when tested gave a bhcg result of "<5.00miu/ml" (actual results were not supplied) and when repeated it recovered higher results within the clinical range "~63.00miu/ml" the erroneous result was not reported outside of the laboratory. The customer did not report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.